Event description:
Litigation papers allege: physical injury, pain, bodily impairment, bebilitating lack of mobility, high levels of toxic metal in his blood stream, conscious pain and suffering and loss of earnings.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to previous allegations, ppf alleges fracture(bone), loosening of stem and elevated metal ions. After review of medical records, patient was revised to address failed right total hip arthroplasty secondary to aseptic loosening femoral component. Revision notes indicated that femoral component revealed no evidence of gross loosening although certainly significant osteolysis was present through the proximal portion of the femoral component was noted circumferentially.